Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that axiem communication, axiem emitter and the axiem power cable had hardware failure. The axiem box also failed visual inspection. The axiem box was replaced. The system then passed the system checkout and was found to be fully functional. The axiem system was returned to the manufacturer for analysis. Analysis found that on initial connection, all ports were tracking. The unit was left connected to the test system overnight and the following morning, all ports remained tracking normally. The eminterface did not display any drive or power supply faults/error. There was no problem detected. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively while verifying instruments and caused no delay to the surgery. It was reported that the system would not track instruments. The medtronic representative (mr) opened the axiem details tab and the message was the "axiem box is not communicating with system." The mr rebooted the system without success. After opening the eminterface, there was an error on the fifth drive noise column. The site used another navigation device to complete the surgery. There was no impact on patient outcome.